Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr1734 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient was receiving prehydration when leakage was noticed at the insertion site. The dressing was then removed to investigate and a hole was observed just above the flange of the PICC. PICC was then removed. A new PICC was then placed in the opposite right arm a few hours later before treatment could continue.

Event description:
It was reported patient was receiving prehydration when leakage was noticed at the insertion site. The dressing was then removed to investigate and a hole was observed just above the flange of the PICC. PICC was then removed. A new PICC was then placed in the opposite right arm a few hours later before treatment could continue.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a PICC fracture is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A blue, valved injection cap was attached to the hub. The catheter extended up to the 41 cm depth marker. The catheter was observed to have a bend near the 0 cm depth marker. The catheter extending from the molded winged hub appeared to be compressed and kinked. The sample was flushed with water using a 12 ml syringe and a leak was observed. Microscopic observation of the leak location revealed a circumferential split at the proximal end of the catheter. The split was located along the crease in the catheter. The split edges appeared rough and showed evidenced of material whitening. The catheter was cut near the 0 cm depth marker. The catheter wall thickness was measured and was found to be within manufacturing specification. The characteristics of the split are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) contains information that may have prevented the reported issue. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redr1734 showed no other similar product complaint(s) from this lot number.